Manufacturer narrative:
Product complaint # (B)(4). UDI: (B)(4).

Event description:
The affiliate reported via email during a rcr procedure, the expressew iii needle broke. Unfortunately the surgeon could not find the tip (2-3 mm according to the nurse) this time and it might be still in the patient. The surgery was completed with same like product and the surgeon will follow the patient a bit extra with x ray. The surgeon has used expressew for many years and has never had problems like this. The needle will be sent for checkup. Additional information received 11-28-2017: there was a 20 min delay. The surgeon did not find the small tip piece of the broken needle. It might still be in the patient. Extra x ray will be done. The procedure was completed with similar product. There were no procedural or patient anatomy factors which may have contributed to the breakage according to the surgeon. At the moment there is no patient impact but the surgeon don¿t know what happened to the tip piece. Additional information received 6-05-2018: expressew iii needle has been discarded by the customer.

Manufacturer narrative:
If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. (B)(4).

Event description:
The affiliate reported via email during a rcr procedure, the expressew iii needle broke. Unfortunately the surgeon could not find the tip (2-3 mm according to the nurse) this time and it might be still in the patient. The surgery was completed with same like product and the surgeon will follow the patient a bit extra with x ray. The surgeon has used expressew for many years and has never had problems like this. The needle will be sent for checkup.